Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.